Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; however, a specific value was not provided. Cause was not known. Customer administered a manual correction injection to address bg. Additionally, a malfunction alarm occurred. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 03 - sensor - 0x2076 issue was verified, but the dm: high bg-undefined issue could not be verified. The information will be used for tracking and trending purposes.